Manufacturer narrative:
Device not returned. No evaluation will be performed. Add'l info has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported, nail broke at the bridge of the proximal drill hole for the lag screw. The breakage was suspected on x-rays, and confirmed during implants removal surgery.